Event description:
It was reported that the insulin pump alarm prime alarm. Customer's blood glucose reading is 185 mg/dl. The insulin continues to drip after the motor stops during the manual prime process. The drive support cap is protruded. Advised customer to discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime alarm during the basic occlusion test due to protruded/loose drive support disk.